Event description:
Procedure type: anastomosis. According to the rptr: an (B)(4) and orvil 25 were used for the anastomosis of esophagus to colon. The orvil was passed trans-orally, however it became lodged within the esophagus. The surgeon tried to dislodge the anvil by pulling on the tubing, however the anvil could not be moved. After approx 30 mins a video laryngoscope was used and the anesthesiologist was able to insert a grasper trans orally and remove the anvil via the pt's mouth.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.